Event description:
It was reported that the patient receive inappropriate therapy for fast svt in vf zone. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
No medwatch form was received.